Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their top teeth are hitting the bottom teeth which has led to chipping and an open bite. They are concerned with the outcome of their treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.